Event description:
The patient underwent a sigmoid resection (laparoscopic converted to open) due to diverticulitis. End to end anastomosis was performed with the car. First deployment of a car device resulted in incomplete proximal donut due to slip of the pursestring - the surgeon was not able to suture gap so he resected the ring. A second car was used and was successfully fired. Full donuts were indicated, however, a leak test has failed. Eea29 was used in an additional attempt to create the anastomosis, which resulted in incomplete distal donut and failed bubble test. Sutured reinforcements still failed bubble test. Puncture found at the anterior distal stump. Once sutured, the bubble test passed. Upon looking at the resected ring it seemed as though the rings were misaligned.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (B) (4) and the importer (B) (4). The first failure in the procedure was not related to the car device but to the pursestring technique. The information provided in this report is related to the second car device used (B) (4). The production history files were reviewed and indicated that the device was released according to the product specifications. The ring was returned and evaluated. Deviating penetration of a few spikes into the anvil was found due to which further testing of device specifications were impractical. We could not identify any defective condition in the product at issue, identify the cause of the alleged malfunction or determine whether it is a device or procedure-related event. Positive leak test was indicated when the anastomosis was created with a stapler device (29eea), where incomplete donuts were indicated, and was failed again following sutured reinforcements. Thus, regardless of device use the problem persisted, which may further support procedure related cause of the malfunction. Positive leak test enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and thus reducing the chance of future anastomotic leaks.